Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 121 mg/dl and 59 mg/dl, they treated low blood glucose with glucagon shot. The customer reported that the buttons were sticky on the pump and also had issues with bolus. The customer declined troubleshooting for low blood glucose. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Case severity has been changed from serious injury to malfunction.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. Device was programmed with multiple test boluses and monitored. All test boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted. No button error alarm noted. Device had intermittent button response on the esc button due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd was found locked properly.